Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Oct 18 & 19, 2017: legal medical records received. Claim letter alleges clicking and grinding of the hips, occasional swelling and stiffness, excess fatigue, numbness and tingling, muscle aches, shortness of breath, high metal ions, metallosis, and osteolysis. After review of medical records for MDR reportability, it was stated that the patient was revised due to metallosis. Revision notes reported no evidence of lysis. MRI reported no fluid collection or tissue necrosis seen. Metal ions are above 7ppb. This complaint was updated on oct 24, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: oct 18 & 19, 2017: legal medical records received. Claim letter alleges clicking and grinding of the hips, occassional swelling and stiffness, excess fatigue, numbness and tingling, muscle aches, shortness of breath, high metal ions, metallosis, and osteolysis. After review of medical records for MDR reportability, it was stated that the patient was revised due to metallosis. Revision notes reported no evidence of lysis. MRI reported no fluid collection or tissue necrosis seen. Metal ions are above 7ppb. This complaint was updated on oct 24, 2017. / / investigation method: / / investigation summary: